Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not rewinding. The customer also reported fluctuating high and low blood glucose. Customer's blood glucose was unknown at the time of the call. The customer agreed to return the insulin pump for analysis.